Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pseudomonas bacteremia infection and a transesophageal echocardiogram (tee) was performed which also showed vegetation on the leads. A temporary ipg and pacing lead were implanted. Ten days later, the temporary ipg system was removed and a new ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.